Manufacturer narrative:
Device received with missing segments/partial display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that there was visible lines on the right side of the screen. Customer stated that display of insulin pump did not return to normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.